Event description:
It was further reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the uplink functional tests were out of specification and therefore the cable was replaced to resolve. Analysis also determined that the lens in the upper case was cracked and that the label backing was missing. Both the upper case and the label were replaced to resolve. Concomitant product: product ID 229047 software analyzer. (B)(4).